Event description:
It was reported that; pt is experiencing pain laying down, standing, stiffness and walks with cane.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.